Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test: no". The patient's concurrent conditions included body mass index normal, arm fracture, colitis, varicose vein, ovarian cyst, dysplasia, condyloma, vaginal odor, low back pain and leukorrhea. Concomitant products included clarithromycin (macrobid), ethinylestradiol;norethisterone acetate (loestrin) from april 2011 to february 2018, ibuprofen from 2013 to 2018, tizanidine, tramadol and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), incontinence ("bladder or urinary problems or changes: incontinence/ urinary problems") and peripheral swelling ("swelling of legs/other injury(ies) or complication please describe"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), 4 years after insertion of essure. In (B)(6) 2016, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced dysgeusia ("taste metallic/other injury(ies) or complication please describe: metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("allergy rash/skin condition/ rash"), vaginal discharge ("vaginal discharge"), cyst ("tumor / teratoma / cancer type: cysts"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal infection ("vaginal infection"), abdominal pain lower ("abdominal pain lower") and migraine ("migraines / headaches"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy with removal of devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, rash, vaginal discharge, incontinence, weight increased, peripheral swelling, dysgeusia, cyst, urinary tract infection and migraine had resolved and the depression, anxiety, vaginal infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, incontinence, migraine, pelvic pain, peripheral swelling, rash, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event injury was updated and new events: pelvic, abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, vaginal discharge, bladder problem, urinary problem, weight gain, swelling in legs, metallic taste, cysts, confirmation test: no were added. Outcome for events added. Plaintiffs information and removal details added. On 20-sep-2019: pfs+mr received. New events: vaginal infection, anxiety, abdominal pain lower, infection(bladder/ urinary tract/ vaginal) type: uti, migraines / headaches, vaginal infection were added. Event urinary problem updated to incontinence, psych injury updated to depression, rashes or skin conditions updated to rash. New reporters, concomitant conditions and drugs were added. Outcome for events updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.